Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the fill estimate displayed a value that was lower than what the customer expected to see. At the time of the reported event, the insulin gauge displayed an accurate fill estimate and the customer declined to perform troubleshooting. There was no impact to the customer's blood glucose level.